Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the 511sd trocar had a leaking gasket. It came from a ffdc15 kit. There was no consequence to the patient.